Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Evaluation observed pigtail of the stent was cut. Based on entry description, the stent was cut by user. The cut piece was returned for evaluation. Observed the black suture condition was twisted and tangled. Unable to confirm reported event due to poor sample condition. A potential root cause for this failure mode could be, defective component from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) when using the multi length type stent , it should be avoided in the following 1) if you measure the length of patient s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length . Ureteral stent s with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placemen t or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1) do not reuse. (2) do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre born baby from x ray.]" H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the ureteral stent suture was unable to be removed and so it was cut after the placement. It was noted that each stent was cut at the time of amputation. Per additional information via email from ibc on 260ct2022, it was stated that the way of cut wasn't provided from customer. There was no intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was unable to be removed and cut after the placement. It was noted that each stent was cut at the time of amputation.